Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the abbott diabetes care (adc) device. The customer indicated that due to this, they were provided either juice, sugar, and/or food by a non-healthcare professional third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the abbott diabetes care (adc) device. The customer indicated that due to this, they were provided either juice, sugar, and/or food by a non-healthcare professional third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.